Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis and was hospitalized on (B)(6) 2015. The patient was treated with vancomycin and gentamicin. While hospitalized the patient was switched to hemodialysis to complete treatment and on an unknown date was discharged from the hospital. As of (B)(6)2015, it was unknown if the infection has resolved and if the patient continued to perform pd therapy or hemodialysis.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The patient ID number and the serial numbers and lot numbers of the products used in the event are unknown. Based on available information, system level review found no indication of a causal relationship between fresenius pd products and the patient event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis and was hospitalized on an unknown date. The patient was treated with vancomycin and gentamicin. While hospitalized the patient was switched to hemodialysis to complete treatment and on an unknown date was discharged from the hospital. As of (B)(6) 2015, it was unknown if the infection has resolved and if the patient continued to perform pd therapy or hemodialysis. The initial date of the peritonitis event is unknown.